Manufacturer narrative:
The immucor laboratory tested retention product on 16jan2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site (B)(6) with retention product on 18jan2018, which yielded unexpected negative outcomes consistent with the customer's unexpected findings. The immucor internal identification number for this report is (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument.